Event description:
An out of regulation condition occurred due to an impedance issue. The active contacts were open and the impedances were >40,000 ohms. The implantable neurostimulator was reprogrammed around the open contacts. The pt experienced a therapeutic effect immediately after reprogramming and the out of regulation condition resolved. The pt was receiving effective stimulation. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).